Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. Treatments are not recorded and documented: sometimes dose in lantis, in documentation and directly in the concept of the therapist are different in some parts. No injury was reported. It is unknown if there was a mistreatment. Preliminary risk analysis is complete. Investigation for root cause has been initiated. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). Case 1: critical - if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Case 2: negligible - if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5 % accuracy based on tcp data. Probability: preliminary c (remote). Case 1: c (remote). Reason: probably will not occur for more than one fraction. Case 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. No other products affected.